Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
It was reported that the patient was experiencing a squeaky right hip while walking. The surgeon replaced the liner and head.

Manufacturer narrative:
An event regarding audible noise involving a trident liner and ceramic head was reported. Conclusion: no allegation of failure was made against the reported device. A medical review completed did not indicate any evidence of an issue associated with the device under the scope of this investigation, further to this the device remained implanted. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient was experiencing a squeaky right hip while walking. The surgeon replaced the liner and head.